Event description:
This device was explanted on (B)(6) 2011 due to a product performance issue. It reached eri after 4 years with good thresholds and autocapture on. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).